Manufacturer narrative:
The lead remains actively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead became dislodged the night after the implant procedure. The lead was successfully repositioned. No further adverse patient effects were reported.